Event description:
It was reported that when the patient played golf for the first time after implant, the first 8 holes were wonderful, but after 8 holes the patient took a light swing to hit a short shot and got immediate pain at the implantable neurostimulator (ins) site. The patient described the pain as like what happens after bumping into something, like a "bruised pain". The patient was described as "deep" pain all around the ins. It was report that when she pressed on the top end of the ins it was very sore. The patient declined turning off the ins until it could be checked because she did not believe the pain was stimulation related. Additional information received reported that the implant was removed (B)(6) 2012. No patient outcome was reported.

Manufacturer narrative:
Product ID 3093-33, lot# v941222, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).